Manufacturer narrative:
Correction: the initial date of awareness is (B)(6) 2018; not (B)(6) 2018 as initially reported. Additional information was received : it was reported the patient experienced skin overgrowth at the abutment site and underwent revision surgery on (B)(6) 2018 under a general anaesthetic to remove the excess skin. The patient was treated with a topical steroid. Following treatment, the symptoms have reportedly resolved.

Manufacturer narrative:
This report is submitted on july 09, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
It was reported that the patient experienced persistent infections and site complications. Additional information has been requested; however has not been made available at the time of this report.